Event description:
The patient was on the table for an epidural spinal injection for pain. She was secured with a safety strap and surrounded by the anesthesia provider, physician and nurse. The safety belt gave way and the patient began to slide. The patient was assisted down to the floor by the anesthesia provider, physician and nurse. The safety strap had come unstitched at the female end of the strap where it wraps thru by the silver buckle.

Manufacturer narrative:
The strap that failed is 12 years old. The material appears worn. The expected life of the surgical table system is only 10 years, and some components may last for less than 10 years. The current owner's manual warns that it is necessary to examine the restraints for any sign of wear or damage before each use. The maintenance manual supplied with the system in 2004 also called for inspecting all components before each use. The users must have seen that the strap was worn, but because wear is a gradual process, they failed to recognize that failure might be imminent.

Event description:
The patient was on the table for an epidural spinal injection for pain. She was secured with a safety strap and surrounded by the anesthesia provider, physician and nurse. The safety belt gave way and the patient began to slide. The patient was assisted down to the floor by the anesthesia provider, physician and nurse. The safety strap had come unstitched at the female end of the strap where it wraps thru by the silver buckle.